Event description:
An officer connected the device to a patient described as in cardiac arrest. When powered on, the device reportedely indicated 'check electrodes'. An ems crew arrived and quickly verified the device was connected to the patient. After a repeated 'check electrodes' message, the patient was connected to the ems supplied lifepak 12 defibrillator/monitor series. This device was immediately used to diagnose the patient with an asystolic ECG. The patient was not resuscitated. The facility determined patient outcome was not affected by the use due to a lack of patient viability.